Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) handle cannula broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed to extend. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the catheter was kinked near the handle and the handle cannula was bent. Functional testing could not be performed due to the bent handle cannula. The reported complaint that the handle cannula was broken was not confirmed. However, the handle cannula was bent; this condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle cannula broke and the loop failed to extend. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.